Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri). During the procedure, the physician broke the header of the device by pulling on it with a tool. The device was successfully removed, and a similar guidant device was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.